Event description:
It was reported via repair work order that the lift was drifting due to malfunctioning motor and thrust bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.